Event description:
It was reported that inner mandrel came apart from the hub. No pt complications reported.

Manufacturer narrative:
Evaluation of the device reported that there was a kink and tear in the outer sheath approximately 8cm distal of the strain relief. Further examination found that the hypotube had detached from the luer on the handle. The handle was opened upon evaluation and revealed that there was very little bonding on the luer and hyoptube.